Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The complained item was not made available for investigation by the user. For this reason, no meaningful test report is available. It is therefore not possible to determine the cause of the complaint. Any subsequent statements regarding the cause are therefore of a general nature and are based on assumptions. Possible causes are: 1. A growing tissue deposit on the electrodes. 3. The instrument is in a gas bubble during activation. 3. Increased contact resistance due to poorly or insufficiently plugged contacts on the feed dog or the connecting cable. 4. Increased contact resistance due to defective contacts on the feed dog or the connecting cable. 5. Increased contact resistance due to defective contacts on the universal socket, e.g. Due to corrosion. From a technical point of view, a connected foot switch can be ruled out as the cause of the fault. With this error pattern, a user error cannot be ruled out. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrical generator displayed an error: e006: conductivity too low. The issue occurred during transurethral resection of the prostate in saline (turis) procedure. There were no reports of patient harm.